Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the leak was due to tubing through valve lv 8. The fse replaced the tubing, resolving the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 1 ml of uncontained fluid leaked from the probe in a coulter ac diff 2 analyzer while cycling patient samples. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.